Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported during a breast biopsy with an atec sapphire device on or around june 16, 2026 that "the system failed to automatically lavage and inject lidocaine during an MRI procedure. Unfortunately, this resulted in severe pain for the patient and caused a hematoma." Customer outreach was performed to further clarify any required interventions, and if the procedure was successfully completed. No further information is available at this time.